Event description:
The customer reported the physician questioned suppressed beta human chorionic gonadotrophin (bhcg) results on one pt's samples involving unicel dxl 800 access immunoassay system. The physician suspected heterophile interference and requested to send sample to beckman coulter, inc. For heterophile testing. This report refers to sample number three. The customer stated the sample was consistently low. The customer reported quality control (qc), system checks, and calibration were all within specs. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
The customer did not request service and stated the unit was functioning normally. The event was isolated to a specific pt sample. Samples were drawn in plastic greiner gel tubes. Centrifugation info was not supplied. Beckman coulter's customer product line support (cpls) lab tested the sample from this pt and observed a change in analyte concentration with the addition of blockers and did not dilute linearly. It is conclusive that this pt does have circulating heterophile antibodies, causing interference with the beta human chorionic gonadotrophin (bhcg) results. The bhcg result for this pt's sample increased to approx 37miu/ml (neat value of 7.42 miu/ml), which confirms heterophile interference. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events. This medwatch report is related to mdrs 2122870-2011-01692, -01685.